Event description:
It was reported that during a vena cava filter placement procedure, the filter longer leg was allegedly hooked by the leg wire resulting in the failure of the deployment. It was further reported that the affected filter was removed. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter system that are cleared in the us. The pro code and 510 k number for the denali filter system are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One video was provided and reviewed. The video shows that the filter does not appear expanded completely as it was deployed and interfered by the delivery system itself. Based on the video review, the reported failure to expand issue is confirmed. Therefore, the investigation is confirmed for the reported failure to expand issue. A definitive root cause for the reported failure to expand could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter longer leg was allegedly hooked by the leg wire resulting in the failure of the deployment. There was no reported patient injury.

Manufacturer narrative:
The catalog number has not been cleared in the us but is similar to the denali filter system that are cleared in the us. The pro code and 510 k number for the denali filter system are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Expiration date: 04/2025. Device not returned.